Manufacturer narrative:
Pump received with scratched display window, loose liquid crystal display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had his screen popped out. Customer stated that insulin pump had crack on the corner of the actual plastic. Customer's blood glucose was 265 mg/dl. Advised customer that insulin pump would be replaced. No further information provided.